Manufacturer narrative:
(B)(4).

Event description:
Customer states that during a thoraco/lobectomy, an I-drive was used with the reload. Green symbols were all illuminated, but dr. Could not fire at all. Opened another. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.